Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip. It is possible that bending forces caused the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported by the user facility that the large pointer is bent. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the large pointer is bent. Patient involvement, surgical delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.